Event description:
During use of the device for a cardiopulmonary bypass procedure, a warning message indicating that battery backup may not be available was observed. Further diagnostic messages indicated the failure of one of the two power supplies. The pump sys remained fully functional with the remaining power supply, however, capability to recharge the back up batteries was not available. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Investigation in progress but not concluded.